Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles, extended opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved striated opening on posterior side assessed as surgical damage, an extended sharp opening on anterior side assessed as unidentified(tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A sharp opening assessed as unidentified(tear) opening.

Event description:
Physician reported right side "soreness, suspected rupture ¿ ultrasound detected." The device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "soreness, suspected rupture ¿ ultrasound detected." The device has been explanted.